Manufacturer narrative:
This emdr was originally submitted through the test emdr system on (B)(6) 2015 instead of the production emdr system due to issues my firm encountered when enrolling in emdr. This report reflects the date in which the report was resubmitted to the production emdr system of the database following advice from FDA's emdr help desk. However, as per the attachment, the original report was submitted on (B)(6) 2015 and acknowledged by FDA on (B)(6) 2015.

Event description:
During the deployment of a 38x250mm device the grey deployment grip had reached the black line (on the delivery system), however, the distal portion of the stent graft was still partially sheathed inside the primary sheath of the device. The stent graft was deployed without accidents or issues. The full case was completed after deployment of a second piece (44x150), partially inside the first, right above the celiac axis, with the complete exclusion of the lesion.